Manufacturer narrative:
Only the opened lens carton was returned for evaluation. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. The product was not returned for an evaluation. Only the empty lens carton was returned. Not enough information was provided to determine if qualified associated products were used. The use of non-qualified associated products may result in lens delivery issues and/or product damage. Information was provided in the file "no further information can be obtained". There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implant procedure, the lens was found faulty at implantation moment since the injector could not load the lens and the lens was stuck and resulted damaged. Additional information was requested.